Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 42% to 14% in four months. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product was discarded by the explanting hospital, so it is not expected to return to boston scientific for analysis.